Event description:
It was reported that the target lesion was located in the proximal to mid left anterior descending artery (lad) with moderate calcification. The nc trek balloon was used for post dilatation of an unspecified stent. Approximately 10 inflations were performed ranging from 18 atmospheres (atm) to 22 atm. After about the tenth inflation, the balloon was unable to be deflated. It was eventually able to be completely deflated, however, deflation was slow. No resistance was reported during advancement or retraction of the device. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that the nc trek was inflated to 22 atmospheres, it should be noted that the nc trek instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over-pressurization. In this case, it does not appear that the over-inflation caused or contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.